Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion location is unknown. The lesion was tortuous with mild calcification. On the first inflation of 6 atmospheres, a f/g, sterling, mr, 5.0 x 40/135 (4f) was unable to inflate fully. On the second inflation the balloon was inflated for 10-12 seconds and ruptured at 12 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as good with no complications reported. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.